Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the patient presented with stroke due to a thrombus occlusion in the right middle cerebral artery and anterior cerebral artery. During mechanical thrombectomy, the retriever (subject device) was used but was unable to remove the clot due to the large arteriosclerotic plaque. Balloon angioplasty and stenting were used to treat the patient. The following day, evidence of re-occlusion was observed. The thrombus was treated with reopro, angioplasty and stenting was performed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review could not be performed as the lot number of the device was not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event of patient thrombosis and retriever clot integration issue. Patient thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that patient thrombosis was an anticipated procedural complication. Based on the information currently available, the cause of the reported retriever clot integration issue is undeterminable.

Event description:
It was reported that the patient presented with stroke due to a thrombus occlusion in the right middle cerebral artery and anterior cerebral artery. During mechanical thrombectomy, the retriever (subject device) was used but was unable to remove the clot due to the large arteriosclerotic plaque. Balloon angioplasty and stenting were used to treat the patient. The following day, evidence of re-occlusion was observed. The thrombus was treated with reopro, angioplasty and stenting was performed. There were no reported clinical consequences to the patient.